Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubies of the full height drawer were off on the communication bus. The customer reported that the malfunction occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that all cubies in full-height drawer 5 were off the bus. This was a legacy-style drawer. The fse removed all cubies, trays, and pockets, cleaned out a lot of debris from the drawer, and cleaned all contact points for the tray, pockets, and row board cable. The retractor cables were reseated. Although all lights appeared normal, the pockets were still not on the bus. The customer had a full-height drawer on another station that was not being used at the moment and requested to use that drawer. Swapping out the drawer corrected the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubies of the full height drawer were off on the communication bus. The customer reported that the malfunction occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.